Event description:
It was reported to boston scientific corporation in 2006, that a jagwire was used during a lithotripsy (patient age, gender and weight are unknown). According to the complainant, during the procedure, the jagwire was ""damaged and became useless." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "satisfactory."

Manufacturer narrative:
The suspect device is not available for return. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.